Manufacturer narrative:
The device was explanted but not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient was hospitalized for an infection at the ipg site. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The physician decided to explant the device. Follow-up indicated that the patient has been discharged home and there have been no reports of further complications regarding this event.